Event description:
There was an allegation of an issue with the front cover of the cobas 8800 analyzer. The customer alleged the sample supply module front cover slammed shut on an operator's left index finger. The field application specialist confirmed the operator's finger was bruised and the cover was reportedly not shutting slowly as expected. The operator allegedly did not require any medical treatment.

Manufacturer narrative:
The field service engineer replaced the gas springs and confirmed the springs were functioning and the front cover was holding in place as expected. The investigation determined the service actions resolved the issue.